Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high and low blood glucose. Blood glucose level when high was 400 mg/dl and when low was 46 mg/dl. Customer treated low blood glucose with food and high blood glucose with manual injection. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was assisted with troubleshooting. It was unknown that the customer was using insulin pump in auto mode or not. Insulin pump had failed battery test which was resolved after changing the battery. The insulin pump will not be returned for analysis.